Event description:
Customer called to report a drive tube leak that occurred during treatment. Name and function of complainant: same as reporter. Customer called to report blood leak in centrifuge which occurred on (B)(6) 2014. At about 1300 ml whole blood processed, customer heard a noise in the centrifuge. Customer noted the centrifuge bowl was still intact, but noted a hole in the drive tube. Customer aborted the procedure. Css asked if there were any alarms during prime, customer stated no there were none. Css asked if patient was alright, customer stated patient was stable. Service order (B)(4) was dispatch to service and decontaminate the instrument. Customer did not return the kit for investigation; however, photos were provided for evaluation.

Manufacturer narrative:
Batch record review of lot b349 was conducted. There were no non conformances related to this type of event for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected for any lot; however, CAPA (B)(4) has already been initiated to investigate cellex drive tube leak failures. Service order (B)(4) completed; replaced centrifuge transducer and performed complete check out test and ran water treatment. The assessment is based on information available at the time of the investigation. No product was returned by customer for investigation, but the photo evaluation is still in progress; no root cause could be determined at this time, as the investigation is still in progress. (B)(4).